Event description:
The pump was returned for investigation. Investigation revealed keypad damage, keypad contact contamination, and button response issues. This report is made based on results of the investigation performed on 06/24/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the keypad was found to be torn. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. (B)(6).